Event description:
Customer reported the test did not start on her adc blood glucose meter. She further reported that on (B)(6) 2011 at approximately 1:00 pm, she was home, cleaning her house when she felt thirsty. She made three attempts to receive a reading from her adc blood glucose meter, but due to the test not starting she was unable to receive a result. She further reported experiencing "thirst, a headache, weakness and frequent urination". She then began to "manually inject insulin for approximately 6 hours". At about 6:00 pm, she began vomiting for about an hour. Paramedics were called at about 7:00 pm and treated the customer on the scene with a saline intravenous infusion and transported her to a local healthcare facility where she was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). At the hospital, customer had her glucose monitored, received additional fluids and an "insulin drip". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.